Event description:
It was reported that the device alarming during use the consumable alarm was alarming up by the temperature display. After the blood bag was replaced the air clamp shut and alarmed and would no longer release. The user could not insert the new tube in the tri fold door as the clamp was shut. The event occurred during patient use, and there was unknown signs or symptoms experienced.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
D9 - date returned to mfg: 8/14/2025. One device was returned for analysis. Visual inspection found a lifted (dso) downstream occlusion seal. The cause of the reported issue was a obsolete air detector. It is an obsolete model that no longer service or support. The service history review had no indication that the complaint was related to a service of the device within the review period. The unit may qualify as ber (beyond economical repair).